Event description:
A report was received that the patient was feeling a pressure on her spine at pocket site when she turned up the stimulation. The patient was also experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the leads were repositioned and the ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.